Manufacturer narrative:
Qc was requested but not provided. The customer stated that qc is run in the morning and afternoon, and did not indicate an issue. A bci field service engineer (fse) replaced both the na measuring and reference electrodes. Fse verified performance. Associated with mdrs number: 2050012-2011-00993 and 2050012-2011-00995.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results on 1 patient generated by the unicel dxc 600 pro synchron chemistry analyzer. The result was reported out of the laboratory and questioned by the physician. The physician requested the customer to recalibrate and repeat the sample run. The sample was repeated and higher result was obtained. Two additional draws were tested on (B)(6) 2011 and the results matched the initial repeat run result. Patient was admitted to the hospital based on the erroneous result.